Event description:
It was reported that the patient had stopped using their devices for several months because they were no longer helping with their pain. They had a gradual loss of stimulation/therapeutic effect and were getting less than 50% therapy relief. Both systems were explanted on (B)(6) 2015. The manufacturer representative noted there was no malfunction of either implantable neurostimulator (ins) or the leads. The patient simply stopped getting therapeutic effect. There were no plans to replace the device and the patient was recovering normally from surgery.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type extension; product ID 3888-33, lot # v828947, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v906066, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 37714, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 377745, lot # v002256, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type lead; product ID 3888-56, lot # v138158, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type lead; product ID 37083-20, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomaly. The battery had reduced capacity due to over-discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.